Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed a fill estimate of 40-50 units after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the customer was unable to recall if a "+" sign was observed in front of the initial fill estimate. There was no impact to the customer¿s blood glucose level. As the reported event had occurred in the past, tandem technical support was unable to perform troubleshooting.